Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set split under pressure and leaked. The set was being used to administer contrast to a patient during a helical CT scan (computerized tomography). It was reported that the patient called out that they felt something had leaked; the therapist entered the room and noted an accumulation of contrast under and around the patient. A split in the tubing was noted above the connection to the y-site. Due to the volume (unspecified) of contrast which had leaked; it was determined that very minimal contrast had entered the patient during the initial infusion prior to the leak. A new saline line was primed and connected to the existing IV (intravenous) catheter device. The new line was flushed with 10 ml of saline and the IV site was determined to be patent prior to restarting the procedure. New contrast was infused and the scan was performed per protocol. The patient was reportedly fine throughout the process. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.